Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: health care provided stated that the cause was unknown as the patient was able to void. No further complication were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence. Patient stated that they had the urge to void but had been unable to. No action was taken and no further complications were noted or anticipated